Event description:
It was reported that the carescape telemetry server (cts) was experiencing random signal dropout lasting up to 7 minutes in duration affecting 4 patients. The ge antenna, a component of the carescape telemetry system, was identified as the cause of the dropout. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.